Event description:
Customer report: pump shut down during use on pt in cardiac care unit open heart unit causing blood pressure to drop significantly to 50 systolic. All three channels were in use, infusing levoquin at 30ml/hr, primacor at 11cc/hr, and epi at 30 cc/hr. When the infusion stopped the pump was removed from svc and the pt was given blood and volume expanders to bring blood pressure up. There was no report of any long-term effects or pt harm. Attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt info and the events that occurred before the pump stopped. Should more info become available a follow-up report will be filed.